Manufacturer narrative:
This supplemental report is to correct the previous report to include the UDI number.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited loss of capture. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. The patient was discharged post procedure.